Manufacturer narrative:
Analysis of the multi-lead trialing cable model 355531 found no significant anomaly. There was foreign material in the distal end connector of the screening cable, but no impact on cable function.

Event description:
Additional information was received clarified that during the trialing implant procedure, the physician was able to get the device system to work using the external neurostimulator (ens). Following the trailing phase of testing , the patient went on and had the neurostimulator implanted. No leads were explanted during this event. The patient was reported as doing 'okay'. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model unk, lot# unk, serial #unk, implanted: unk, explanted: unk, lead model unk, lot# unk, serial# unk, implanted: unk, explanted: unk.

Event description:
It was reported that during test trailing a multi lead trailing cable (mltc) was used. The first lead was working, but the second lead managed to kill both so that contact could not be established with the two leads. An external neurostimulator (ens) then was used. Impedance readings were >10,000 ohms. The batteries were changed on the ens and physician programmer, but there was still an error. One of the leads was disconnected but did not resolve the issue. There was no harm or injury to the patient.

Manufacturer narrative:
Multi lead trialing cable model 355531, serial # unknown, implanted: na, explanted: na.